Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to an elevated blood glucose (bg) level (684 mg/dl) and diabetic ketoacidosis. In the emergency room, the customer was treated with intravenous saline, insulin, and gravol. The customer was released from the hospital the following day with no permanent damage. Reportedly, the pump battery was depleting too quickly, resulting in the pump shutting down. Troubleshooting indicated that the pump battery was depleting appropriately based on the customer's settings and usage.